Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the right thoracoscopic blebectomy and pleurodesis procedure when the device was being applied to lung tissue, the handle of the device would not engage. The surgeon was able to squeeze the handle. However, when handle was squeezed blade did not go all the way across so staples were not fired. A new stapler had to be opened. No patient injury. The current status of the patient: discharged to home.